Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report that there are kinks in the tubing. Customer blood glucose was 400 mg/dl. Customer states that the cannula is bent. Troubleshooting was not performed. The product is expected to return.